Event description:
The pt reportedly experienced a loss of lock with her device that was possibly due to headpiece retention issues. In 2007, the pt was seen by a company rep for further device evaluation, various headpiece retention options were implemented until satisfactory headpiece retention was achieved. In addition, external equipment was exchanged but the device was still unable to achieve lock. Therefore, no further device testing could be performed. Surgery to explant the pt's device is to be scheduled.